Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a missing segments/partial display. The customer¿s blood glucose level was 246 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump powered up properly after battery installation. No missing segments or partial display noted. The pump was monitored for a day and no missing segments or display anomaly noted. Pump communicated with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Pump display the programmed value properly on the display graph. Pump sensor feature working properly. No calibration anomalies were noted. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.